Event description:
The patient contacted animas on (B)(6) 2012 alleging there was a tear in the down arrow button of the keypad and that button is sometimes difficult to press. The patient denied trauma to the pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage to the down arrow button. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.